Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine pacemaker change procedure. During the procedure, the physician noted that the right ventricular lead had a lead-to-can insulation abrasion and exhibited low pacing impedance. The physician used a suture sleeve and medical adhesive to attempt to repair the lead but no significant improvement was observed. The lead was then reprogrammed to unipolar configuration which had better pacing impedance. No further intervention was performed. The patient's condition was stable.